Manufacturer narrative:
On 4/29/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 66-year-old female patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Patient¿s outcome is fully recovered. No error messages were observed on any bwi equipment during the case. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30165768l number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure during final intracardiac echo (ice) images, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 190cc of fluid from the pericardial space. The caller reported there were no visible signs on the patient and the patient was reported to continuously being in a stable condition. Extended hospitalization was not required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set within normal flow settings for thermocool® smart touch® sf catheters. No error messages were observed on any bwi equipment during the case. The force visualization features used included graph, dashboard vector and visitag. The parameters for stability used with the visitag module were 3mm, 3s, 25%, 3g. Tag size was 3. Surpoint was used as additional filter for visitag. The color options used prospectively was tag index for surpoint.